Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Reportedly, the customer experienced an elevated blood glucose (bg) level (583 mg/dl) due to the malfunction alarm. Customer administered a correction injection to treat the elevated bg level.